Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all pockets off of the bus. A field service engineer, cleaned and re-seated the row board cable header connection on drawer. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system failed drawer. Customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.